Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4-5 days post-operative a laparoscopic low anterior resection, the patient developed a leak. It was noted that the anastomosis passed the intra-operative leak test and functionality.